Manufacturer narrative:
(B)(4).

Event description:
It was suspected that the pt's catheter had a blockage. This was not confirmed at the time of this report. The pt experienced an underdose of medication, and a resulting increase in pain. It was determined that there was no existing volume discrepancy issue. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested, but not rec'd at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter evaluation conclusion code no longer applies. Device codes (B)(4) and patient codes (B)(4) were updated.

Event description:
Additional information was received from a consumer regarding the patient who was currently receiving fentanyl [100.0 mcg/ml] at a dose of 125.20 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was indicated that the pump was also used to deliver baclofen, dilaudid, and morphine all at unknown concentrations and doses in the past. It was reported on (B)(6) 2017 that there was an issue with the catheter. It was stated that there was a blockage and then stated that it was actually a kink. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-mar-28. It was reported that the patient¿s weight at the time of the event in 2010 was unknown as it was before the patient started treatment with them. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-26. It was reported that the pump¿s catheter wasn't ¿moving the medicine¿ and that when they would go to refill the pump it was the same amount of medicine they put in the last refill so it wasn't working. It was reported that the pain also worsened. It was indicated that the patient¿s weight was (B)(6) at the time of the event. It was related that the main reason the patient tried the pump was because they had scoliosis and that the patient¿s spine was fused with a harrington rod in 1978 when the patient was (B)(6). It was noted that they tried everything including chiropractors, massage, and braces but the patient¿s spine continued to curve with pain. It was indicated that the patient had many complications after the fusion with the rod and that at one point the doctor wanted to remove it but did not. It was stated that then 13 years after the rod started to move the doctors removed it as it was ¿not good¿ but had great difficulty getting it out and had to cut it in half. It was stated that the patient had hoped that the pump would have worked better for them. No further complications were reported.